Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A pt² guidewire was placed down the obtuse marginal (om) and the vessel was stented with a non bsc drug eluting stent. The physician thought that there was jailing in the distal circumflex artery due to the plaque shift from the om into the distal circumflex. The distal circumflex artery is a dominant circumflex artery in which the physician have redirected multiple wires. The physician ballooned the circumflex artery with a non-complaint balloon and opened up the stent strut through the side of the stent. The physician pulled the wire back and redirected the complaint wire and the other wire down the om and post dilated the stent for the second time. During post dilatation, the physician tried to remove the balloon and the wire but resistance was noted. The wire and the guide catheter were stuck in the artery and the distal portion of the radiopaque wire tip sheared off in the patient's body. Ivus was done on both vessels. The physician thought that the sheared portion of the wire was too close to the om circumflex bifurcation to tack the radiopaque portion of the wire up on the vessel wall. No attempt was made to retrieve it due to the location and anatomy. The patient was notified that the distal tip of the wire was sheared off in the vessel and patient films were referred for further evaluation at another hospital. The detached tip was not removed from the patient. No further patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the visual inspection was performed and the device presents the distal tip detached. All the outer diameter taken were compared and all of them are according specifications. Measurements were taken with digital micrometer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A pt2 guidewire was placed down the obtuse marginal (om) and the vessel was stented with a non bsc drug eluting stent. The physician thought that there was jailing in the distal circumflex artery due to the plaque shift from the om into the distal circumflex. The distal circumflex artery is a dominant circumflex artery in which the physician have redirected multiple wires. The physician ballooned the circumflex artery with a non-complaint balloon and opened up the stent strut through the side of the stent. The physician pulled the wire back and redirected the complaint wire and the other wire down the om and post dilated the stent for the second time. During post dilatation, the physician tried to remove the balloon and the wire but resistance was noted. The wire and the guide catheter were stuck in the artery and the distal portion of the radiopaque wire tip sheared off in the patient's body. Ivus was done on both vessels. The physician thought that the sheared portion of the wire was too close to the om circumflex bifurcation to tack the radiopaque portion of the wire up on the vessel wall. No attempt was made to retrieve it due to the location and anatomy. The patient was notified that the distal tip of the wire was sheared off in the vessel and patient films were referred for further evaluation at another hospital. The detached tip was not removed from the patient. No further patient complications were reported and the patients status is stable.